Event description:
It was reported that this patient's hip was revised. The patient had a hip prosthesis cup from exactech implanted. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scans showed a clear decentration of the prosthesis head and unusually large osteolysis in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vit e-hardened, specially approved inlay (novation xle, +5mm lateralized liner, group 2, 36mm). As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the cup was determined, the cysts in the cup bed were cured and filled using hydroxyapatite + calcium (ceramic bone void filler) and the prosthesis head was changed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D10 concomitants: (B)(6), 180-01-52 - crown cup, cluster-hole gr.52.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient underwent revision of the total hip arthroplasty (tha). Initial implant date is unknown. No further information is available at this time.